Event description:
A patient reports while wearing a pod between 4 and 24 hours the cannula had partially retracted upon initial activation. The patients reported blood glucose level was between 120 mg/dl and 250 mg/dl. In addition the patient reports the pod was leaking during wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed and needle retracted. The device ran for 2151 pulses and was deactivated by the user. After investigation of the needle mechanism, no issues were found that would result in the cannula retracting. The soft cannula measured the correct full length according to specification. No damages or tears were observed to the soft cannula that would result in leaking during pod operation, and inspection of the complete fluid path found no manufacturing damages or deficiencies that would result in leaking during wear.